Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer ¿s reported issue, broken connection/locking pin. The inspection also noted the rigid outer tube shaft is bent, the objective lens at the distal end is broken, the eyepiece funnel is broken and the image has a dark shadow. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative reported the customer oes elite, high-definition autoclavable rigid telescope has a broken component defect, ¿pin inside of bridge is broken¿. The customer reported problem was found at preparation for sue. No death or injury and no impact to person or other was reported to olympus.